Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3 hardware: iphone17.3 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl, while wearing the pod between 4 and 24 hours. When the pod was removed from the leg, the pod¿s cannula was found to be bent. Additionally, leaking and bleeding at the pod site was reported. Treatment details were not provided.